Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the implant procedure, the patient experienced phrenic nerve stimulation due to the left ventricular lead. The device was reprogrammed to a minimal ventricular pacing (mvp) mode to address the stimulation and the lead remains in use. It was later noted that the device was pacing in the right ventricle only, however it was programmed to provide bi-ventricular pacing. The device was reprogrammed to resolve the pacing issue and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.